Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was loosely folded. The stent was not returned for analysis. There was blood in the wire lumen. The shaft was buckled in numerous locations throughout the catheter. The midshaft and distal shaft were stretched. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 13-aug-2015. A 5.00mmx16mm veriflex stent was received from MDR ID # 2134265-2015-06229 with "defective" written on the product box. However, returned device analysis revealed stent detachment. It was further reported that the stent was dislodged inside patient's body and snaring was performed to remove the detached stent. The procedure was completed with another 5.00mmx16mm veriflex stent. No patient complications were reported and the patient's status was fine.